Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 29 mg/dl. The cause of the low bg was unknown. The customer experienced two grand mal seizures and they were found unconscious. The customer¿s child called emergency services and the customer was taken to the hospital and they were subsequently hospitalized in the intensive care unit (ICU). The customer received intravenous therapy (IV) of fluids of saline to resolve the low bg. The customer was released from the ICU on (B)(6) 2023 with no permanent damage, but as of (B)(6) 2023, the customer was still in the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.